Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing shoulder pain. The patient stated they felt the implantable pulse generator (ipg) rubbing up against their arm and "beat against" their side. They also noted that "it stick out on" their chest. It was later reported by the patient that they could feel the ipg has moved to their armpit. The ipg remains in use. No further patient complications have been reported as a result of this event.